Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.

Event description:
It was reported that balloon rupture occurred. The target lesion was located at the superficial femoral artery (sfa). A 5.0 x 200, 75cm mustang balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 18 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.